Manufacturer narrative:
Microscopic inspection of the device fragments revealed that the fracture surface clearly corresponds to a torsional fracture due to application of excessive torque. Presumably a slightly longer-than-necessary screw was used and met with increased resistance at the second cortical layer, ultimately leading to excessive torque and fracturing of the screw. The device history record was reviewed and showed no nonconformities.

Event description:
The screw broke during insertion. Emergency removal by an oral surgeon was necessary.